Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the exact cause of the failure to open was not determined. Vantage stent didn't open completely when deployed and it was the same even after recapturing and trying again. I think it might be because the aortic arch and vertebra segment are tourtous.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal part of the pipeline vantage did not open fully due to a fishmouth effect. The pipeline had not been positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed 2 or less times. No additional steps were taken to open the device. The pipeline was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, fusiform aneurysm located in the vertebral artery. The max diameter was 10mm, and the neck diameter was 5mm. The landing zone was 2.8mm distal and 3.8mm proximal. The patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. Ancillary devices include a non-medtronic sheath and guide catheter.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline vantage was returned for analysis inside a sealed biohazard bag and a shipping box, but the braid was not returned. Damaged location details: the tip coil was found without damage. The distal and proximal dps restraints and the dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or with the proximal bumper. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. Conclusion: based on the device analysis, the customer¿s ¿failure to open¿ complaint was not confirmed because the pipeline vantage pushwire was returned without the braid. No damages were noted on the pushwire. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity and the user deploying the braid in the vessel bend. The customer reported that the braid was not positioned in the vessel bend, ruling out the user deploying the braid in the vessel bend as a potential cause. Since the braid was not returned, any contribution of the braid to the failure to open issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.